Event description:
The report indicated that during an atrioventricular nodal reentrant tachycardia avnrt procedure with a qdot catheter, the patient experienced av block treated with a pacemaker implant. During an avnrt case, the patient went into av block. The patient already had a prolonged pr interval going into the procedure. During ablation, near the slow pathway, the patients prolonged pr interval turned into an av block. The physician knew before the procedure that the prolonged pr interval may cause the patient to need a pacemaker. Therefore, a pacemaker was implanted, and the patient was reported to be in stable condition. The outcome of the adverse event was fully recovered (no residual effects), and no extended hospitalization was required.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 31500801lb and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).